Event description:
It was reported that the device performed reboots during use. The patient experienced a temporary desaturation but reportedly this did not lead to health consequences.

Manufacturer narrative:
The dispatched dräger service engineer could verify the reported issue and could trace it back to an overaged internal battery. The device was fully functional again after replacement of the battery and could be returned to use. Dräger concludes the following: the concerned device is a ventilator for sub-acute care intended for treatment of patients who are stable and need respiratory support but no intensive treatment. The device can be operated on external energy supply (mains or internal battery) or on the internal battery. The device clearly indicates by a dedicated led if it is powered by external energy source or internal battery. The IFU explains that the device can be operated for approx. 60 minutes on a fully charged internal battery in good condition and that a patient transport shall only be initiated with a fully charged internal battery. It could not be clarified if the users were aware that the device ran on battery during the course of event or not. The battery shall be replaced every three years. This interval was already exceeded for the particular device - the ventilator was still equipped with the original battery installed at the time of manufacture. Thus, lack of preventive maintenance must be considered a contributing factor in the event.